Event description:
It was reported on (B)(6) 2009 the patient presented with pre-operative diagnosis of lumbar spinal stenosis, l4-5 and ls-s1, with a history of fusion at l2, l3, and l4. Patient underwent exploration of lumbar fusion with removal of posterior segmental instrumentation (steffee plates and screws); redo lumbar laminectomy at l4, ls, and s1 with microdissection and harvest of local bone with lumbar fusion at l3, l4, and ls, instrumented with rhbmp-2/acs and local bone. The patient had intractable back and leg pain. The spinous process of l4, ls, and s1 had been nibbled down even with the lamina, presumably during older surgery in 1987 or 1991. On the right side, the spinal canal, local bone, calcium triphosphate strips, and rhbmp-2/acs soaked gelfoam was packed, and this was from l3 to s1. Hemostasis was meticulous. The dura was covered with vitagel. An 8th-inch hemovac drain was left over laminectomy defect and brought through a separate sterile stab incision. No intra-operative complications were reported. (B)(6) 2009: patient was discharged to home. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.